Manufacturer narrative:
At this time the sensor has reportedly been disposed of and the reader has not yet been returned. Therefore, an extended investigation has been performed for the reported complaint and it has been determined that there is no indication that the products did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All known pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an (B)(6) user report containing the following information: a physician reported a death of a patient using the freestyle libre system. Per the customer's husband, the freestyle libre had been displaying unspecified error messages in the weeks leading up to this event. The customer was found unconscious at their home on (B)(6) 2020 and a blood glucose test of 1.3 mmol/l was obtained at that time. As per the hcp reporting this event, an eeg performed at the hospital showed severe global cerebral dysfunction. MRI performed on (B)(6) 2020 showed non specific frontal white matter t2 hyper intensities and no other acute intracranial findings. Repeat MRI showed the same findings which, according to the hcp, may represent sequela of hypoglycemic encephalopathy. The decision was made to withdraw care of the patient on (B)(6) 2020. Attempts by adc to gather additional information from the hcp have been unsuccessful. Continued attempts will be made to collect information and request return of the reader and if additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
The reported reader jcmy157-k1294 has been returned and investigated with a retained sensor. Visual inspection has been performed and no issues were observed. The retained sensor was activated with the returned meter. Communication was successful and no scan timeout or error messages were displayed. No malfunction or product deficiency was identified adc received an email response from the hcp on (B)(6) 2020. The hcp provided additional information below regarding treatment of the patient while in the hospital: the patient was treated at the scene & on arrival to aicu blood sugar was 12.1mmols/l (had been in ed for approx. 1 hour- blood sugar 16.5mmols/l). The patient¿s blood glucose was monitored frequently whilst in aicu & ranged 10 ¿ 16mmols/l. The patient was sedated & ventilated. For the management of blood glucose levels they were treated with intravenous fluids including 5% & 10% dextrose on (B)(6) 2020. Adc did request a copy of the death certificate and the autopsy report. Neither were provide by the hcp along with the email response, nor was an official cause of death declared by the hcp. As previously reported, as per the hcp reporting this event, an eeg performed at the hospital showed severe global cerebral dysfunction. MRI performed on (B)(6) 2020 showed non specific frontal white matter t2 hyper intensities and no other acute intracranial findings. A repeated MRI showed the same findings which, according to the hcp, may represent sequela of hypoglycemic encephalopathy. The decision was made to withdraw care of the patient on (B)(6) 2020. If the sensor is returned or additional information is received, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received an mhra user report containing the following information: a physician reported a death of a patient using the freestyle libre system. Per the customer's husband, the freestyle libre had been displaying unspecified error messages in the weeks leading up to this event. The customer was found unconscious at their home on (B)(6) 2020 and a blood glucose test of 1.3 mmol/l was obtained at that time. As per the hcp reporting this event, an eeg performed at the hospital showed severe global cerebral dysfunction. MRI performed on (B)(6) 2020 showed non specific frontal white matter t2 hyper intensities and no other acute intracranial findings. Repeat MRI showed the same findings which, according to the hcp, may represent sequela of hypoglycemic encephalopathy. The decision was made to withdraw care of the patient on (B)(6) 2020. Attempts by adc to gather additional information from the hcp have been unsuccessful. Continued attempts will be made to collect information and request return of the reader and if additional information is obtained a follow-up report will be submitted.